Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of device. The visual inspection of the product noted the timing was disengaged. Additionally, the trigger was jammed. Functionally, the trigger of the instrument was actuated after disassembling the body from the tube. Tacks were jammed in the tube and did not deploy due to the timing disruption. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sacrocolpopexy procedure, the device initially released tacks and then was stuck. The tacks did not penetrate the bone sufficiently. The mesh was fixed using sutures. The surgical time was extended for more than thirty minutes. There was no patient injury.